Event description:
Penile implant implanted 4/25/90 at another hospital. Patient examined by physician 3/2/92 for problems with implant. Implant removed 3/4/92. Upon examination, a 3-4mm rent or diagonal hole was noted at the junction of the right tubing and cylinder. Prosthesis removed, new one replaced on 3/4/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.